Event description:
The reporter stated that the surgeon attempted to insert an aa4203tl single piece silicone lens with toric optic and the lens tore. There was patient contact, no patient injury.

Manufacturer narrative:
H6: results: visual inspection of the returned product showed that one lens haptic is torn off and missing. Clear surgical residue/debris on the product. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.